Manufacturer narrative:
Correction : the follow up #1 (mwr-08122025-0001987682) report was sent stating the device was retuned but that information was sent inadvertently in error . The pump was discarded. Only aic was retuned . Product complaint # (B)(4). Investigation summary: no product was returned. Hemolysis: gross hemolysis was noted. No logs are available. The cause of hemolysis cannot be determined since insufficient clinical details were provided. Device in wrong position: the cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position when the patient turned on his side. Suction alarms noted after that. Device history lot: device lot: 1936559. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
Updated information: b1 selected product problem.

Manufacturer narrative:
This follow-up report is being submitted to add an h6 device problem code that was omitted from the initial report. H6 medical device problem code a01 (patient¿device interaction problem) has been added.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced suction alarms and decreased flow when the patient turned on his side. The pump was repositioned to resolve the issue. Additionally, the patient experienced hemolysis. In response, the p level of the pump was reduced.